Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a seroma and they had been draining it all week. The previous three days, they aspirated fluid from the pocket, but it was all blood. On the day of the report, a refill was to be done after the seroma was drained, but ¿drug started squirting out like a fountain¿ after the needle was inserted. It was confirmed that they were in the reservoir port because they were under fluoroscopy. The healthcare provider (hcp) then put on the filter and syringe and it stopped squirting. The hcp was able to aspirate 5 ml from the reservoir, but 2 ml was probably lost when drug squirted out. The fluid was clear and what was drained from the pocket was tainted with blood. The pump was programmed to minimum rate. The pump only had drug in the catheter and pump tubing. The hcp decided not to fill the pump because he believed the patient needed to go to the operating room. The patient was scheduled for a revision the next day to replace the whole system. It was noted that the patient was prone to internal bleeding and she had a synthetic esophagus. The device system was used to deliver morphine 1mg/ml at 0.799 mg/day. It was later reported that the patient was not going in for surgery. The healthcare provider (hcp) believed that everything with the patient looked fine. An x-ray was also done. It was determined that a revision was not necessary. Additional information was requested but was not available at the time of this report.